Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that moisture was present in the pump battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/07/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a cs 128 replace battery alarm followed by a pump reboot. During a visual inspection of the pump, the battery compartment was observed to be cracked with evidence of moisture ingress inside. The battery cap did not secure properly to the pump; however, the cap contact measured within specifications. During testing, the pump powered on but did no emit the appropriate vibratory alerts, and the display screen was blank. A leak test was performed and failed due to a battery compartment leak. The pump case was removed, and further evidence of moisture ingress was observed. Further testing could not be completed due to the blank display and internal moisture damage.